Manufacturer narrative:
Further information was requested but not received.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient condition was not reported.